Event description:
It was reported that, during use, a swan ganz catheter had air in the line and leaked at the connection between the tubing and white hub. Catheter was pulled once the bedside rn notified staff. The catheter was successfully replaced and patient is currently awaiting cardiac transplant. There was no injury to patient and no other serious medical event occurred during event. It was noted that the catheter was placed early because the patient is a transplant patient.

Manufacturer narrative:
Additional product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional FDA premarket submission: k231248. Medwatch (B)(4) was received. Device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, an engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the reported lot number. A supplemental report will be forthcoming once the engineering evaluation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. As part of the manufacturing process, 100% of the units go through a balloon inspection, balloon deflation time test, quality visual inspection, leak and flow test, and visual inspection.